Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The allegation on lead was confirmed based on wire insertion test. There were traces of dried body fluid or blood in lumen at the tip area. Moreover, pressure test was completed and passed. However, the stylet insertion test failed as the wire revealed a blockage from distal tip which was preventing the wire to advanced to the distal tip of lead.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to wire would not advance. This lv lead was never in service. No adverse patient effects were reported.